Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 12 april 2021.

Manufacturer narrative:
B4: 'date of this report' reported on follow-up #2 was incorrect. The correct 'date of this report' (b4) should have been (B)(6) 2021. This report is submitted on july 27, 2021.

Manufacturer narrative:
This report is submitted may 21, 2021.

Manufacturer narrative:
This report is submitted on 09 feb 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.